Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead slow deployment of the helix was noted, taking more than the expected turns causing placement difficulty. The following day it was noted that the rv lead had dislodged, high thresholds and high impedance were found. Surgical repositioning was successful, and the lead remains in use. No patient complications have been reported as a result of this event.